Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was abandoned surgically. Additional information received indicated that there was noise on pace and sense portion. The physician decided to place a new pace sense lead to minimize non sustained ventricular tachycardia episodes that have been stored recently. No additional adverse patient effects were reported.